Event description:
It was reported that during an implant procedure, the connector separated from the sheath and was lost in the patient. It took the surgeon about twenty minutes to find and retrieve the connector. The procedure was completed using another mesh device. There was no reported adverse consequences to the patient.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. The complete monarc device was returned. One sheath loop with the attached dilating connector was separated from the sheath due to the sheath being torn into two parts at the sling/sheath bond. The separated dilating connector apparently pulled off the needle tip due to the connector being slightly malformed at the prongs inside the dilating connector.